Event description:
Caller reported device giving low cartridge warning (10). Caller indicated that the patient replaced the cartridge with a full one, then received an 04 (occlusion) error. Caller indicated that the 04 was caused due to no insulin in the cartridge. Caller indicated that they were unsure where 290+ units of insulin went. Caller did not report any physiological effects.